Event description:
Original complaint event: patient contacted through email. Patient reported he had a bridge on 5-6. Screw on implant fractured in (B)(6) 2024, screw was removed and the bridge was subsequently repaired and re-fitted using only 4 implant screws, it never fitted correctly and there was movement of the bridge. The remaining screws then fractured in (B)(6) 2025. In a later visit to a different dentist, it was verified all implants were good. Implants were not removed. Additional information: in (B)(6) 2024 the bridge broke, was removed and repaired. The repaired bridge never fitted properly and was loose and very painful. Despite repeated visits through december, it did not fit correctly and remained loose. This complaint refers to one of the four screws fractured on (B)(6) 2025.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: unknown biomet screw, lot: unknown. Unknown biomet screw, lot: unknown. Unknown biomet screw, lot: unknown. E1: additional information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.